Manufacturer narrative:
Device is not available for evaluation. If further information is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent.

Event description:
The screw broke mid-shaft during implantation into the superior/lateral orbital rim. Distal screw portion was not removed and still remains in the patient's orbital rim.